Event description:
It was reported that during a hemiorrhoidectomy, the stapler cut, but did not staple and the pt required extra suturing to close unstapled tissue and control hemostasis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.